Event description:
It was reported to medtronic minimed that the customer experienced an "x" on the panel and that the sensor would not start. The customer reported no adverse event. The event involved product(s) mmt-7841zn, mmt-1884l. Troubleshooting was performed for loss of communication and the led blinked on and off when connected to the transmitter and may not be working and the issue was not resolved. No harm requiring medical intervention was reported. No product return is required for mmt-7841zn. The customer discontinued using the device. Mmt-1884l was requested and it was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, pcba 1, pcba 2, and force sensor flex connector. The p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Critical pump error (open book image) alarm was confirmed due to moisture damage. Pump exposed to moisture confirmed at battery tube, pcba 1, pcba 2, and force sensor flex connector. Unable to confirm no communication between pump and transmitter due to the critical pump error (open book image) alarm. For additional information regarding the tests performed refer to (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.